Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17359977l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for left atrial flutter with a lasso 2515 nav eco variable catheter and suffered mitral insufficiency requiring surgical intervention. During mapping, the lasso catheter was introduced into left atrium. The lasso then became entrapped in the mitral annulus. The physician attempted removal under fluoroscopic guidance, but was not successful. The patient required surgical intervention for removal. Immediately following the event, the patient condition was stable. The patient required hospitalization as a result of this adverse event. Patient has worsened since open surgical intervention that was required to remove entangled catheter which led to current diagnosis of mitral insufficiency. The patient had no relevant clinical history. The physician's opinion is that this adverse event occurs with low probability for this procedure.